Manufacturer narrative:
UDI: (B)(4). (B)(6). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the trigger was sticking, and the device failed pretest for trigger test and check trigger and ecu (electric control unit) function. During service/repair, it was determined that the guide sleeve on the trigger and gear box were corroded. It was further determined that the motor had excessive vibration. It was determined that the issues were consistent with improper care and cleaning. The assignable root cause was determined to be due improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the trigger of the battery reciprocator device was not working properly. During in-house engineering evaluation, it was observed that the trigger was sticking- and the device failed the trigger test and check trigger and ecu (electric control unit) function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.